Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.5665" x 0.1955" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint regarding half of tip broke off was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that one half of the fenestrated bipolar forceps instrument's tip fell off. Assuming this happened in central processing as the tip was sent back with the instrument. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.